Event description:
The facility reported a colleague infusion pump which failed an air in line test. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering confirmed this event as an air in line alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump which failed an air in line test was confirmed during product evaluation as an air in line alarm. This condition was caused by a defective air in line printed circuit board. The air in line printed circuit board was replaced to correct this condition.